Manufacturer narrative:
It has been identified that this device is concomitant for this reported failure. If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
Surgeon used a locking guide with drill bit for a locking screw hole on most proximal & lateral screw hole. Surgeon was able to push screw through the plate without much resistance. Surgeon then removed screw and replaced with a non locking screw which seated properly. Surgeon proceeded to place the rest of the screws on the plate without problem.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Surgeon used a locking guide with drill bit for a locking screw hole on most proximal & lateral screw hole. Surgeon was able to push screw through the plate without much resistance. Surgeon then removed screw and replaced with a non locking screw which seated properly. Surgeon proceeded to place the rest of the screws on the plate without problem.